Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter phone number: (B)(6).

Event description:
It was reported that the patient underwent a transplant. There were no device issues at the time of the transplant and the device would not be returned for evaluation. There would be no further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported transplant could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the event(s) that prompted the transplant could not be conclusively established. Due to patient privacy laws, the account declined to provide any additional information regarding the patient's outcome. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Although no device-related issues were reported, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.